Event description:
Setting up for placement of a dialysis tunneled ij (internal jugular) catheter. While preparing for procedure attempted to attach catheter to tunneler and the tip of the tunneler broke off. This product was taken off of the tray and a new catheter and tunneler open.